Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl at the time of incident. The customer¿s current blood glucose value was 279 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the sensor received calibration not accepted alert. No further patient complications were reported. The insulin pump will not be returned for analysis.